Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump error. Blood glucose level at the time of the incident was 565 mg/dl and 195 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated insulin pump had replace battery alarm and power loss alarm. It was unknown whether the customer was using automode. Customer did the troubleshooting for error and successfully rewind the insulin pump. The insulin pump will not be returned for analysis.